Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was received intact and functional with creases, light yellowing, and white/cloudy. The device weighed 458.7 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 3, right side.